Event description:
It was reported that the povidone iodine sponge of seven (7) minicaps were not inside the minicaps. This was observed during checking, after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of the actual samples was provided for evaluation. The photo was reviewed and showed six open minicap pouches and seven minicaps. Visual inspection of the photograph identified three (3) samples with the sponge (foam) separated from the cap which verifies the reported issue. The cause of the condition could not be determined. The sponge (foam) is protruding from the cap in one sample. Three (3) samples in the photo showed no evidence of the sponge (foam) separated from the cap, therefore the reported condition was not verified for these samples. Should additional relevant information become available, a supplemental report will be submitted.